Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There were no other complaints reported for this lot. Add'l info was requested by phone, fax and mail on 2/1/2012 and 2/21/2012. Add'l info was received on 2/9/2012 and 2/21/2012. (B)(4).

Event description:
A surgical tech reported a pt that was seeing halos, starbursts and could see reflections of the lens following bilateral intraocular lens (iol) implant surgeries. In a f/u, a surgical tech reported that this lens was exchanged with a different model. There are two medical device reports associated with this events. This report is for the right eye.